Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be frayed. Both the pitch up and down cable was frayed at the distal clevis hub. Small frayed strands was observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. Failure analysis investigation also found the instrument's main tube to have scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches measured approximately 0.249 - 0.061 in length and was not axially aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the reported frayed cable and various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a frayed wire was observed on the fenestrated bipolar forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.